Manufacturer narrative:
Investigation summary - bd received one (1) photo for investigation. After review and analysis of the customer photo, closure separation was observed, as the stopper remained within the tube while the hemogard shield was removed. Additionally, 29 retained samples were tested, and none of these samples failed the functional tests, stopper pull out testing and torsional testing. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, the rubber stopper remained in the tube and collided with the sampling probe of the beckman coulter analyzer. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, the rubber stopper remained in the tube and collided with the sampling probe of the beckman coulter analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: southern university of science and technology hospital there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.